Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient presented for a planned intra-aortic balloon pump placement for induction of anesthesia and then to change to 5.5 support prior to coming off pump. It was reported that the patient had several episodes of non perfusing beats causing mean arterial pressure to drop and complete reliance on pump. During support it was also reported that the patient was stable however had suction alarms related to volume. Two units packed red blood cells were given as well as albumin. In addition to when the patient moved to chair had a brief run of non perfusing ventricular tachycardia with complaints of dizziness only. The patient also went into atrial fibrillation and was on IV amio. It was also noted that the patient went into atrial fibrillation with rapid ventricular response requiring cardizem and amiodarone. The 5.5 was successfully weaned and explanted in operating room without issues.